Event description:
Procedure type: colectomy. According to the reporter: at the third firing for anastomosis the firing knob could be moved no more and it stopped the firing after about two thirds of staple line was made. The other doctors also tried again with using it one by one, but found the problem would not be solved. Returning the firing knob, the malformation of the distal part of staple line was confirmed. For recovery the colon was additionally resected once more and the anastomosis was operated again by use of new one with no problem confirmed. Operating time was extended by more than 30 minutes. There was additional tissue resection. There was tissue damage. Nothing fell into the cavity. No bleeding. The customer did not know if reinforcement material was used.

Manufacturer narrative:
(B)(4).